Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that there were no external factors that contributed to the issue. The rep reported that the patient has 2 stimulators, 1 from another company and 1 that is the manufacturer's. The patient kept on telling the rep that the manufacturer's stimulator was in a certain place and that stimulator was actually not the manufacturer's stimulator but the other company's. Once we were interrogating the correct battery all was good. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). The caller indicated that they were pairing a new controller to the ins. The controller paired and would communicate with the ins but when attempting to start a recharging session the controller displayed the no device found message. The caller indicated that the ins battery status displayed 70% charged. The caller tried to connect a second recharger to the controller and again got the no device found message. The caller tried to pair a second controller to the ins. The caller was able to pair the controller to the ins, but he could not start a charging session. The caller indicated that they had the recharger over the ins which, according to registration is on the left side. The rep was getting the no device found message when attempting to interrogate the ins with the clinician programmer. The caller indicated that he was going to do further troubleshooting and would call back if necessary. No patient symptoms were reported.